Event description:
It was reported that the right ventricular lead exhibited low impedance. It was assumed that there was an insulation breach. The lead was capped and replaced. The patient was in stable condition.